Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Review of potential causes for inaccurate delivery determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for blood glucose issues and potential causes for perceived delivery issues did not identify any assignable causes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2015 with the following findings: on investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found an unexplained loss of prime in the late evening on the complaint date and delivery was resumed an hour later early next morning. Total daily deliveries added up correctly and reflects the user¿s programmed basal rate. Caps were not returned and test caps were used in the evaluation. The pump powered up to the display with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio and normal bolus were delivered and recorded correctly. Pump delivery accuracy was within specifications. Unrelated to the complaint, the display was discolored and the battery compartment was cracked above and below the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.